Manufacturer narrative:
Device evaluation: fold creases, one linear opening, black particles in device outer surface and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one sharp opening and nick other. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. Nicks others assessed as non penetrating nick.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.